Event description:
A physician reported via a marketing survey that a pt was implanted on 8/28/1997 in the lower vermilion border. The physician used one implant for the right side and one implant for the left side. The physician prescribed prophylactic e-mycin for the pt to start one day before implantation and continue five days after. He closed the incision sites with 6.0 nylon sutures. He instructed the pt to apply topical bacitracin to the suture sites after cleansing them at bedtime. The pt was told to avoid stressful activity at the implant sites, eat a soft diet, and not apply lipstick until the sutures were removed. The sutures were removed 4 days later. On 9/19/1997 the pt reported that she had a blister and some irritation at one of the incision sites in the medial lower vermilion border. On 9/25/1997 the pt reported that the area was still slightly swollen. The pt came for an office visit on 10/23/1997 and the physician trimmed the implant. The pt continued to have a blister and irritation in the middle of the lower vermilion border, so the physician removed both lower vermilion border implants on 11/12/1997. The physician did not plan to reimplant.